Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse resolved the issue by resetting and cleaning the board contacts of the fl3 and fl5 tarpon amp and signal conditioner boards. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The field service engineer (fse) reported intermittent signal drifts on the fl2 and fl5 parameters on the fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.